Event description:
A customer reported a malfunction on their pump, which occurred after the device was dropped a couple of days prior. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any further malfunctions occur.